Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient did not recharge her ipg as recommended. The patient was also without stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced. Reportedly, the issue resolved following the procedure.

Manufacturer narrative:
Explant date was (B)(6) 2017 not (B)(6) 2016 as previously reported.